Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter: patient initiated legal complaint. (B)(4).. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Patient initiated complaint received: patient states she is two week post-op from a revision for pinnacle that was placed 10 years and 5 months ago. Reason for revision was infection, metal toxicity, difficulty walking without an assistive device. Intraoperatively, she states the surgeon found significant bone erosion. Doi: unknown, dor: unknown, affected side: unknown hip.